Event description:
The pt was seen at the implant center for device evaluation in 2000. Testing conducted at the center demonstrated the system was no longer functioning. Device explantation took place in 2000 and the pt was reimplanted with another clarion device.